Event description:
In 2006 the lay-user/reporter contacted lifescan alleging that the pt's meter was reading inaccurately high. The medical affairs specialist spoke to the pt five days later to obtain/verify info. For the past few weeks, the pt has noticed that almost all her readings on the meter have been above "400 mg/dl." At times, she has claimed to obtain readings in above "600 mg/dl." About 3 weeks ago, her dr advised her to take 20 units of "novolin" insulin after each meal (breakfast, lunch, and dinner). After getting this medication adjustment, she expected her readings to fluctuate or at least drop below "400 mg/dl." Apparently, her readings continued to remain elevated. On the day this report was made, she tested herself using her meter and got a reading over "400 mg/dl." A few hours later, she visited her dr who tested her in the office using an unspecified device. She got a reading of over "300 mg/dl." Since she did not feel like the meter was reading accurately, her sister called lifescan directly from the dr's office for assistance. The pt indicated that she visits her dr at least once every week and typically it is for "prothrombin" testing. She has been vomiting, almost every day for an unspecified time period and has had symptoms of being "dizzy and light-headed" for a couple of weeks. She also complained of occassionally getting "blurry" and "starry" vision. The pt denied receiving any medical treatment at the dr's office and was not hosp. The dr instructed the pt to change her "lantus" insulin regimen from 50 units in the morning to 50 units at night. The pt is also taking "coumadin" medication as a blood thinner and "glucophage" for diabetes (dosages are unk). She also indicated that she has been testing her blood glucose every day before each meal. The customer care advocate (cca) verified that the pt is testing her blood glucose correctly using the m eter. The test strips were in good condition and the meter was coded properly. No troubleshooting was done with control solution, since the pt did not know when the control solution bottle had been opened. The meter, test strips, and control solution were replaced. Ever since she received the replacement meter, she has admitted to being able to get readings in the "300's mg/dl."